Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2016-device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings and ¿no cartridge detected¿ warnings with force readings that did not reach zero. During testing, the rewind, load, and prime steps were completed successfully with no duplicated alarms or load step malfunctions. The force sensor calibration tested low and not within specifications. The force sensor resistance was also not within specification and tested high. The pump case was removed, and contamination was found on the force sensor shim. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.